Manufacturer narrative:
E1 phone number (B)(6) investigation is underway.

Event description:
As reported by an edwards lifesciences field sales representative in japan, during a transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia and 29mm commander delivery system, inflation was performed up to approximately 25 cc during the first deployment; however, further inflation was not possible and deflation was performed. During the second post dilatation attempt, even 1 cc could not be injected, and post dilatation was therefore performed using another delivery system. The delivery system was noted to have been torqued during the procedure, although the number of rotations was unknown. A twist was observed in the catheter of the commander delivery system (approximately 15 cm from the pusher section). The reporter indicated that it is possible that the lumen was occluded within the body. No asymmetrical inflation, resistance during insertion, fluid loss, or withdrawal difficulties were reported. No sheath damage was observed. Despite the inflation/deflation issues, the valve was able to be fully deployed in the intended location. No patient injury was reported, and the final outcome was described as no patient involvement. Following removal, the delivery system that could not be inflated in vivo was tested outside the body, and the balloon expanded successfully.